Manufacturer narrative:
Section a4 and a5: weight and race: unknown/ not provided. Section d6a: na as the lens was removed/replaced during the same procedure. Section d6b: na as the lens was removed/replaced during the same procedure. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that preloaded intraocular lens (iol) was not loading properly. The lens was inserted and removed during same procedure. Direction for use were followed, there was no other medical or surgical intervention reported. Patient was fully recovered. No further information was provided.